Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain"), she underwent laparoscopic bilateral salpingectomy to remove her essure almost three years after it was implanted. At time of report, the patient was still experiencing pain. The reported event is serious due to its medical importance and anticipated in essure's reference safety information. Non-serious events were also reported. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), headache ("headaches"), menorrhagia ("menorrhagia with clots"), dysmenorrhoea ("dysmenorrhea"), depression ("depression from pain") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove her essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, dyspareunia, headache, menorrhagia, dysmenorrhoea, depression and arthralgia outcome was unknown. The reporter considered pelvic pain, autoimmune disorder, dyspareunia, headache, menorrhagia, dysmenorrhoea, depression and arthralgia to be related to essure. The reporter commented: plaintiff continues to experience pain due to the essure® device. The pathology report indicates that a 2.5 cm metallic coil was located in one tube, and a 3.0 c metallic coil was located in the other tube. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral tubal occlusion. Company causality comment: this non-medically confirmed spontaneous legal case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain"), she underwent laparoscopic bilateral salpingectomy to remove her essure almost three years after it was implanted. At time of report, the patient was still experiencing pain. The reported event is serious due to its medical importance and anticipated in essure's reference safety information. Non-serious events were also reported. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), headache ("headaches"), menorrhagia ("menorrhagia with clots"), dysmenorrhoea ("dysmenorrhea"), depression ("depression from pain"), arthralgia ("joint pain"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove her essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, dyspareunia, headache, menorrhagia, dysmenorrhoea, depression, arthralgia, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered arthralgia, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff continues to experience pain due to the essure device. The pathology report indicates that a 2.5 cm metallic coil was located in one tube, and a 3.0 c metallic coil was located in the other tube. Discrepancy noted in injury type:-product in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-aug-2013: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: abnormal bleeding, migraine, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), headache ("headaches"), menorrhagia ("menorrhagia with clots"), dysmenorrhoea ("dysmenorrhea"), depression ("depression from pain"), arthralgia ("joint pain"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove her essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, dyspareunia, headache, menorrhagia, dysmenorrhoea, depression, arthralgia, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered arthralgia, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff continues to experience pain due to the essure device. The pathology report indicates that a 2.5 cm metallic coil was located in one tube, and a 3.0 c metallic coil was located in the other tube. Discrepancy noted in injury type:-product in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.